Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had a post-implant infection at the implant/implantable neurostimulator (ins) site. Troubleshooting performed included reprogramming on a previous date. The actions/interventions performed included antibiotics and draining of the implant site. The issue was reported to have been resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.